Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that one advanced locker missed the lateral oblique hole. The first drill pass hit a tine of a large weber clamp possibly affecting the trajectory of the screw. The surgeon used a regular locker and insertion went completely normal.

Manufacturer narrative:
The alleged event, instrument ¿ misdrilling, was not confirmed since no item was returned because still in use. Review of labelling, CAPA databases and risk analysis did not identify any new discrepancies. There are no open actions in place related to the reported event for the subject product. It was reported ¿one advanced locker missed. The first drill pass hit a tine of a large weber clamp possibly affecting the trajectory of the screw. We ended up having to use a regular locker and insertion of that went completely normal." The labelling points out ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿. Reading the rep¿s reply it was concluded the event was not caused by a deficiency of the device, which still is in use. Considering that another product was hit accidentally the event was rather caused by an unintended use error. With above information the cause of the event was regarded as user related event - not product related.

Event description:
It was reported that one advanced locker missed the lateral oblique hole. The first drill pass hit a tine of a large weber clamp possibly affecting the trajectory of the screw. The surgeon used a regular locker and insertion went completely normal.